Event description:
A copy of a journal article was received by shiley which, according to the english translation, a pt with a shiley aortic heart valve died after total avulsion of the prosthesis "with embolic displacement into the abdominal aorta".